Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/12/2016 with the following findings. During investigation, the battery compartment was found to be cracked. The battery cap threads as well as the battery compartment threads were found to be stripped. Unrelated to this issue, the bolus button cover was found to be torn but still operable. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4). (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked and the battery cap was damaged. This report is made based on results of investigation completed on (B)(6) 2016.